Manufacturer narrative:
Additional narrative: a product evaluation was conducted. The report indicates that the 2 level/32mm vectra plate (04.613.132 lot 9179263) is a component of the vectra system which is intended for anterior plate and screw fixation of the cervical spine (c2-c7). The plates feature elgiloy clips which interact with a grove in the system¿s screws in order to lock them to the plate and prevent back-out. The device was received under the complaint category ¿does not fit with other parts.¿ the returned plate was examined under magnification and two elgiloy clips (top center top right) were found to be loose and deformed. The complaint description notes that the final screw inserted would not lock into the plate. The root cause of the component failure is not apparent. No manufacturing deficiencies were identified during a device history review ((B)(4)) that would have led to this complaint condition. As such the root cause is indeterminate. The vectra plate was received under the complaint condition ¿does not fit with other parts.¿ after examination under magnification it was found that two of the plates locking clips were loose and deformed which would inhibit the screws from securely engaging with the plate, therefore the complaint is confirmed. A root cause was unable to be determined with the provided information. No manufacturing or design deficiencies were identified during the evaluation. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the 6 screw hole would not lock into the ti vectra plate 2 level/32mm. There was a delay in surgery of 15-20 minutes. This is report number 1 of 1 for (B)(4).

Manufacturer narrative:
Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion can be drawn. A device history review was conducted. The report indicates that no anomalies were detected during device history record review. No ncrs were generated during production. There were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during the surgery on (B)(6) 2014 the surgeon placed a vectra 32mm anterior cervical plate at c5-7. He filled 5 of the 6 screw holes without incident. Upon trying to insert the final screw, the screw head would not lock into the plate. The surgeon tried to use a 4.5mm rescue screw, but that also would not lock to the plate. The surgeon then examined the plate and noticed that the silver bushing in the screw hold was defective. He removed all of the screws and the plate, used a different plate of the same dimensions, and proceeded to lock all 6 screws in the new plate without further incident. It was reported the surgery was delayed for approximately thirty minutes.